Event description:
Event description guidant received information that this pacemaker could not be interrogated and had reached its end of life (eol) indicator. The device was never checked after it was implanted approximately 2.7 years ago, and remained programmed to maximum output settings. During the attempt to interrogate the device, the programmer stated that factory parameter upgrades were being performed but the process never completed. Since the device was at eol, a guidant technical services consultant stated that the factory parameter upgrades would not complete and information would not be able to be obtained from the device. As a result, technical services recommended replacing the device. A few days later this device was explanted and successfully replaced with another pacemaker. No adverse patient effects were reported.